Event description:
Hcp reported pt experienced breath taking pain around the chest wall during a reprogramming attempt. Hcp reported three diferent people attempted reprogramming in a clinical setting. The pt experienced increased pain through both sides of the chest and groin area. The stimulator was immediately turned off. The pt's current status is good but the pt is unable to use the stimulator. No report of device explantation.